Manufacturer narrative:
The specific device was not reported.

Event description:
It was reported that the plaintiff allegedly experienced worsened bladder problems and other unknown injuries as well as a product problem. No further plaintiff complications were reported in relation to this event. To this event.